Event description:
Ous MDR - it was reported that upon review this rv lead exhibited high pacing threshold measurements. The associated lead had also displayed high thresholds and was replaced with this one. Another procedure was performed to implant a new rv lead; however, a purulent discharge was noted in the pocket at the time of revision. The patient's system was explanted due to the suspected infection and a new system will be implanted at a future date.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.